Manufacturer narrative:
Evaluation summary: the defect parts have been replaced. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Ift collapsed at 22 cm. This event occurred at the time of during inspection. There was no report of patient harm.